Manufacturer narrative:
The product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implantation procedure, a central scratch was observed on the optic portion of the lens after it was placed in the patient's eye. Consequently, the affected lens was removed and replaced with a company-provided lens of same model (diopter value unknown) in an initial procedure. The replacement procedure was completed without any issue. Additional information has been requested but is not available at the time of this report.